Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed. The patient did not return to the hospital due to experiencing any post-surgical complications as a results of the reported issue. There are no videos or photos available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and it was found that the instrument failed continuity intermittently. A closer look at the wire showed that it was partially broken resulting in intermittent failed continuity. It was noted that it was possible that the wire was incorrectly folded before crimping. The complaint regarding the inability to activate the device was confirmed by failure analysis. The root cause remains attributed to manufacturing. This failure mode will continue to be monitored.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding the device being unable to be activated was confirmed by failure analysis.

Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument could not be activated. The procedure was completing as planned with no reported injury.